Event description:
It was reported by the rep the device was used during a laparoscopic hernia procedure. It was reported that the white "o" ring came off trocar. It was removed from pt. Another trocar was opened to finish the case. There was no consequence to the pt.